Manufacturer narrative:
(B)(4). Dexcom labeling indicates that: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Medical assistant contacted dexcom on (B)(6) 2016 to report that a patient experienced a skin reaction on (B)(6) 2016. It was stated patient had a significant burn mark on her skin where the sensor was located. Additional, the patient wore the sensor longer than indicated as she was unable get new sensors due to an insurance change. No additional event information was provided. It was reported that the sensor was worn beyond seven days. Dexcom labeling indicates that the sensor may be worn for up to 7 days.

Manufacturer narrative:
(B)(4). Describe event or problem - additional, other relevant history, including preexisting medical conditions - additional, if follow-up, what type?: additional information, patient code - additional, method code - additional.

Event description:
Subsequent to the initial MDR, additional information and photographs were received regarding the patient's skin reaction. The skin reaction was described as raised, red with some exudate. The patient reported always having itchiness and limited irritations with other adhesives, yet reaction for dexcom adhesive seems much stronger. The patient was concerned of the secondary infection and asked for a prescription for ointment with antibiotics. The patient was particularly concerned of getting secondary infection due to concurrent pregnancy. The patient has been using dexcom for about 9 months and reaction to dexcom adhesive started from very beginning. The patient described itch to usually start within first 24 hours of sensor applications and forcing patient to removing the patch. The patient is concurrently wearing an animas vibe pump and reports no skin reaction to that adhesive.